Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon occurred due to video connector. However, the product has not been returned to olympus and a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite xenon light source exhibited connection failure. There was no delay, no patient injuries reported to olympus. The reported problem was found during inspection before a gastroscopy procedure. The patient was not under anesthesia. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
According to the field service engineer (fse), there was interference in the image occasionally due to defective video connector, and it occurred before inspection for use, therefore the user changed to another device. The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. The image was noisy occasionally due to defective video connector, and the object was not visible due to noise. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.